Event description:
Dealer states "he had an aquatec commode wheel that had broken, he stated that a person was being wheeled in the commode at the pool he has sold his commode to, and the wheel broke off. The client was not over weight capacity." (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). Model ocean xl, serial number/date code: (B)(4), age is unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the patient was being wheeled in the commode at the pool when the aquatech commode wheel allegedly broke. The dealer alleges that the client was not over the weight capacity when asked.